Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. D10 - concomitant devices -unknown femoral catalog #: n/I lot #: n/I. The results of the investigation are as follows: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided for the articular surface. Insufficient information provided, unable to perform a compatibility check. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: slight tilting of the tibial plate in which the medial plate is slightly inferiorly depressed; the tibial stem is eccentrically positioned laterally within the proximal tibial metadiaphysis; this results in narrowing of the joint space posteriorly with near metal on metal contact, could indicate polyethylene lining wearing; the tibial component is improperly positioned secondary to loosening; tibial collapse and polyethylene wear are noted; a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complainant has indicated that the tibial product is in process of being returned to zimmer biomet for investigation. The poly has been discarded. Once the investigation has been completed, a follow-up MDR will be submitted. Reference report: 0001822565 - 2021 - 01745. Investigation incomplete.

Event description:
It was reported the patient underwent an initial right knee arthroplasty on an unknown date. Subsequently, patient was revised due to pain, collapsed tibial component, worn tibial tray, fractured and worn down polyethylene. The patient was revised to persona cck. Attempts have been made, but no further information is available at the time of this report.